Event description:
Report received of a delay in therapy related to pump alarms. According to the customer contact, a pt in the medical surgical ICU was receiving a levophed drip (unspecified concentration) running at 4mcg/min. It was reported that the pump alarmed with a volume complete alarm and the volume to be delivered on the pump was "adjusted". The customer contact reported that the pump alarmed again and then turned off. The nurse reportedly turned the pump back on and the pump alarmed with an unspecified malfunction displayed. According to the customer contact, the nurse then got a replacement pump for the medication. The nurse reported an approximate delay in therapy of 5 minutes to change the pumps, which reportedly resulted in the pt's blood pressure dropping to 40mmhg systolic. Once the replacement pump was running, the pt stabilized and there was no medical intervention required. There was no reported adverse pt event. Though requested, there was no further info available.